Event description:
It was reported that the patient had a fall and the patient's leads had migrated, which was confirmed under fluoroscopy. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. The ipg was electively replaced. Therapy was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.